Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Available sample has been requested but not yet received. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that while the nurse was programming the colleague pump, the device had significant amount of air in the line and the pump did not alarm. The event occurred during patient use. There was report of patient involvement, and no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was not confirmed. Two used samples and twelve companion (unused) samples were available at the plant for evaluation. No defect was observed during visual inspection and under water test in all of the samples. All of the companion samples were tested using flow test and no defect was found. Two used samples were tested under real time situation. Both of the sets primed and flowed normally with no leaks found. All the sets were working within specification. Should additional relevant information be received, a follow-up medwatch will be submitted.